Manufacturer narrative:
After a getinge field service engineer (fse) resolved the reported issue by replacing the tank seal, the fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. Analysis of production: (B)(4) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (B)(4) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (B)(4) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had helium issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported. This reported event is related to an event reported under medwatch report # 2249723-2021-00684 with regard to a fiber-optic sensor reported issue.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse confirmed the helium leak. An incorrect tank seal was causing the issue. The seal was replaced and the issue was corrected. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had helium issues. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.